Event description:
Blunt needle is used during eeg (electroencephalogram) procedure to insert gel into mounts on cap next to patient's scalp. Blunt needle used, as not to break skin. Rn (registered nurse) performing study obtained necessary supplies from stock prior to beginning prep. Rn noted needle was not blunt and in fact had a very sharp, knife-like edge. Rn removed defective product from treatment area (including rest of supply in box) and proceeded with different supply after careful inspection. Procedure continued as planned without problem. Manufacturer response for blunt needle, aiguille bd precisionglide (per site reporter) equipment is purchased thru a distributor, electro-cap international. Electro cap international customer service was notified at (B)(6) customer service representation for electro-cap, was aware of needle defect and instructed us to discard the rest of this lot # which was 1 box of 100. Facility will receive a replacement box free of charge.